Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Device serial #: (B)(4).

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump showed low battery warnings and replace battery alarms occurring on (B)(4) 2012 at 9:46 pm and 11:28 pm respectively. The pump prime history indicated that the pump delivery was resumed at 7:54 am on (B)(4) 2012. There was no damage found to the pump casing or battery cap. The battery cap secured to the pump and the pump was exercised for 24 hours without power issues. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no moisture ingress or other damage was found. No delivery related defects were found during testing.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that on the morning of (B)(6) 2012 the patient awoke experiencing the symptom of shortness of breath, and she obtained a blood glucose reading of 347 mg/dl. The patient noted the reported pump would not power on. There was no damage seen on the pump, no moisture exposure and the battery cap was secure and tight. The patient replaced the battery and the pump powered on successfully. The patient corrected her elevated blood glucose level with a bolus dose of insulin via the pump. She did not seek any medical attention. During troubleshooting, a review of the pump history revealed the pump had given the "low battery" and "replace battery" alarms on (B)(6) 2012 at 9:37 pm and 11:28 pm. The patient noted she had slept through the alarms and did not respond to them. The issue was resolved. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by not responding to the battery alarms given by the pump. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, this complaint is being reported.